Event description:
A surgeon reports a pt is unhappy with her intermediate vision following bilateral intraocular lens implant surgery. Her uncorrected distance and near vision is 20/20. The pt was recently prescribed one contact lens to see if this would help with her intermediate vision and the surgeon plans to wait a full six months to see if vision improves as the pt learns to accommodate. Additional info has been requested. 0s - 1119421-2006-00302.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.